Event description:
Contamination (blood) found inside probe cover during procedure. When checked very carefully, small hole found at the seam of cover. Not sure if hole could have been present prior to use or just a weak spot that opened with use. Of note: just this morning complaints of two other instances of gross contamination of neoprobe handle made at morning report; possible break in sterility.